Manufacturer narrative:
B3: exact date unknown. Event occurred two months ago from date manufacturer was made aware.

Event description:
It was reported that the implantable pulse generator (ipg) started to come out of patients back and was associated with a mild burning sensation at the implant site. The device was shut off once patient experienced burning sensation and has not had any burning sensation yet since the device was turned on.